Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient receiving baclofen (unknown dose and concentration) via an implantable pump for multiple sclerosis and intractable spasticity. The pump started alarming/beeping on (B)(6) 2015. Four days later, the patient saw the health care professional who stated it was a low battery alarm. There were no symptoms reported. The pump was returned and underwent routine analysis and was found to be out of specification